Event description:
It was reported that during a coronary drug eluting stenting proceudre, an embolization occurred. Access was obtained through the radial artery .the 80% stenosed lesion was located in the heavily calcified, mildly tortuous right coronary artery. The physician was attempting to place a taxus express2 3.5x32mm drug eluting stent when the stent caught on a ledge of calcium and came off the balloon. The physician attempted to snare the dislodged stent but was unsuccessful. The patient was sent for surgery and the stent was removed from the patient's wrist. The patient returned to the ccl the following day and the physician placed a taxus stent using the femoral artery. No further patient complications occurred. Patient status is satisfactory.